Event description:
It was reported that patient noticed a significant increase in charging for the same amount of battery run time. The patient underwent implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.